Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation confirmed that the probe broke down at 9 mm from the distal end. There was no scratch on the probe at the broken position. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. Considering the evaluation result of the subject device, olympus couldn't conclusively determined the exact cause of this issue. The instruction manual of sonosurg mentions warning and caution. If any abnormality (appearance, sound, smell, or output) or malfunction is observed while using the device, stop using it. Replace with a spare device and contact olympus immediately.

Event description:
The subject device was used during an uncertain procedure. The probe of the device was broken. There was no patient injury reported.